Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 07/05/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was implanted in 2011 with a patellofemoral prosthesis. The patient was getting up from the couch when they heard a crack, lost their balance, and almost fell. The poly part of the patella was broken and loose. The patella was also noted to be dislocated. At this time there is no new information that would change the existing MDR decision.

Manufacturer narrative:
UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient reports that: in 2008 did the first surgery. In 2009 did the second surgery. In (B)(6) 2011 the patient was submitted to a prosthesis implantation (patellofemoral prosthesis). In (B)(6) 2015, the patient was submitted to a new surgery and it was found that the plastic part of the prosthesis was broke and loose. (This surgery happened in the hospital (B)(6)). The patient is still with the patellofemoral prosthesis incomplete implanted and she will need a new surgery, however, the patellofemoral prosthesis was discontinued and she can't replace by another similar.

Manufacturer narrative:
Examination of the submitted device confirmed high wear and delamination. Review of provided photographs and patient x-rays confirmed the polyethylene bearing component of the patella assembly fractured and was loose in the joint space. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required were not provided. The root cause is attributed to mal-alignment of the patella onto the femoral component. Device mal-alignment led to high wear, delamination, and disassociation of the polyethylene bearing from the metal backed component. Based on the inability to identify product error as a contributing factor to the reported event, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.